Event description:
The dentist reported the abutment screw fractured.

Manufacturer narrative:
Visual inspection of the certain® titanium hexed screw as returned has confirmed the reported event. The screw has fractured near the threads of the screw. The hex of the device appears damaged. No non-conformances were initiated for this lot. The review of the DHR records did not provide any indication of a manufacturing deviation that would contribute to this event. No definitive root cause could be determined. (B)(4)